Event description:
It was reported that during a hepatectomy procedure, two devices were complained on. Both blades were broken off during the procedure. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.